Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported to animas that a time/date reset issue had occurred in the pump. No additional information was available. There was no information available regarding any adverse events associated with this issue. Troubleshooting could not be fully completed at the time of the alleged complaint. The pump was not available for return and customer technical support has followed due diligence procedures to gain additional information.